Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of stent partially deployed. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination revealed that the stent was partially deployed, the control hub was detached from the handle, and the outer sheath was kinked in the luer section. A functional inspection was not performed because the control hub was detached from the handle. No other issues were noted to the stent and delivery system. The reported event of stent failed to deploy during procedure has been verified as the stent was returned partially deployed on the delivery system. The damages noted were most likely due to procedural factors encountered during the procedure. It might be lesion characteristics, handling and manipulation of the device, the techniques used by the user trying to deploy the stent, limit the performance of the device and contributed to the kink noted on the outer sheath, detachment of the control hub from the handle and partial deployment of the axios stent. Therefore, review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange of the axios stent could not be deployed. The axios stent was removed from the patient, and a different device was used to complete the procedure. There were no reported patient complications as a result of this event. Note: this complaint has been deemed an MDR reportable event based on the product investigation which revealed the axios stent was partially deployed. Please see block h10 for full investigation details.